Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic for a routine device check. During the interrogation, an atrial cap confirm test was performed and it was noted that the ventricular rate dropped to 30 beats per minute and there was loss of capture. After reprogramming the pulse generator, the test was performed successfully without any further interference. No patient symptoms were reported and the patient would continue to be monitored.